Event description:
It was reported that a tdxsp-mcg powered wheelchair lost speed and pitched down. The user was not wearing a seatbelt and fell out of the chair and sustained injuries and medical intervention. Additional information was requested.